Manufacturer narrative:
Batch review performed on 22 april 2026: lot: 1910214: (B)(4) items manufactured and released on 23-apr-2020. Expiration date: 2025-apr-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Devices of the same batch but resterilized have been considered. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a subsided stem and the cause is unknown. There were no reports of trauma or bone quality issues. At about 3 years from the primary surgery, the surgeon revised the d 28/dmf liner to a same size liner, and the 28mm biolox head s to a 28mm biolox option head with xl option sleeve. The surgery was completed successfully.